Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi." Customer did not want to run the blood test right now since customer was earing and was given orange juice to drink. Customer states that she is feeling fine and does not require medical attention. Blood test was done 15 minutes ago. Expected range not known. Customer verified the strips expire (B)(6) 2016 and were first opened the container of test strips 1 week ago and is unaware of the exact day. Customer stores strips in the living room. Last 5 results are: hi on (B)(6) 2015 at 3:22 pm; hi on (B)(6) 2015 at 1:42 pm; hi on (B)(6) 2015 at 1:10 pm; 465 mg/dl on (B)(6) 2015 at 10:30 pm; 324 mg/dl on (B)(6) 2015 at 8:41 pm; 213 mg/dl on (B)(6) 2015 at 7:11 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.